Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/16/2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver/smart device occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the product failed connect and connect threshold. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed.  A review of the downloaded data log confirmed the reported event of loss of connection.  The probable root cause is a defective transmitter.